Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room with complaint of weakness and blacking out. The device was interrogated and dashes (---) were noted for several parameters. Emergency vvi did not remove the dashes and the device was replaced.